Event description:
During a da vinci si pyeloplasty procedure, the surgeon reportedly complained about dull scissors on the monopolar curved scissors instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed the alleged dull scissors issue. The returned instrument was placed on an in house da vinci system for a latex cut test. The scissors did not cut cleanly through (B)(4) latex and the latex got snagged at the scissor tips. Blade edges were not damaged but the edges exhibited wear at the tips, negatively affecting cut performance. Additional observation that was not reported by the customer were pad printing removal and deep scratches on main tube. Several locations on the tube extension exhibited pad printing removal. The distal end of main tube had scratch marks exhibiting light material removal and a rough surface finish. Evidence not conclusive, but damage may be due to mishandling. Electrical continuity testing was performed and passed. No other damage found. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however,the pad print removal and main tube scratches found during failure analysis evaluation may cause or contribute to an adverse event if the failure mode were to recur.